Manufacturer narrative:
Concomitant products: 250ml nss bbraun, 500mg ns (cisplatin dose) ; bbraun, kcl liter bag bbraun, 100ml ns (dex/ond dose); bbraun and a bbraun secondary set (non-chemo -- attached to premed bag);therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a patient was receiving chemotherapy medication when the tubing was noted to be leaking at the connection between the extension set and the primary set. There was no patient harm reported.

Manufacturer narrative:
Concomitant product(s): a 500ml b braun infusion bag (lot j6c231 exp 09/18); a 2429-0500, lot 16037160; a 1000ml b braun infusion bag (lot j5172 exp 11/17) of 0.15% potassium chloride in 0.9% sodium chloride injection; therapy date (B)(6) 2016. The customer¿s complaint of IV fluid leaking was not confirmed. No anomalies were observed on the set during visual inspection. Functional and pressure testing failed to produce any leaks within the administration set or any of the concomitant sets. Dimensional testing was performed on the primary set¿s male luer and on the extension set¿s male luer; the end of the luer¿s were within parameters determined by iso regulations. The root cause of the IV fluid leaking was not identified.

Event description:
The customer reported fluid was leaking from the extension tubing connected to the cisplatin primary line that had been infusing for more than 2 hours. There was no patient harm reported.

Manufacturer narrative:
Omit 30204e from concomitant products on initial report. The customer¿s complaint of IV fluid leaking was not confirmed. No anomalies were observed on the set during visual inspection. Functional and pressure testing failed to produce any leaks within the extension set or any of the concomitant sets. Dimensional testing was performed and was found within parameters determined by iso regulations. The root cause of the IV fluid leaking was not identified.

Event description:
The customer reported that a primary cisplatin infusion that had been running for more than 2 hours was leaking at the connection between the extension set and the patient's angiocath after ambulation. The collar of the tubing was noted to be loose; the clinician unscrewed the collar and tightened it over the angiocath, reinforcing it with tape. The leaking occurred again however this time the collar was not loose when attempting to tighten it down. The patient was able to complete her treatment without further leaking. There was no patient harm reported.